Event description:
Patient alleges that he is facing revision surgery to replace his hylamer liner. In his letter, he also mentions that the hole eliminator has threaded itself through the back of the cup and is loose in the pelvis.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records was also not possible as the product and lot codes were unavailable. The investigation could not verify or identify any evidence of product contribution/error with regard to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated.